Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 6853831 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.

Event description:
Clinical study. It was reported that post index procedure, the patient had a stent thrombosis (st), myocardial infarction (mi) and target vessel revascularization (tvr). The index procedure treated a de novo lesion in the mid right coronary artery (rca). The lesion was 3 mm wide, 20 mm long, and 99% stenosed. The physician direct stented the lesion using a 2.75x28mm taxus express2 stent. Residual stenosis was 0%. The patient received a gpiib/iiia inhibitor, plavix, and aspirin during the procedure. The patient was discharged 4 days later, on aspirin and plavix. On day 713, the patient had an st in the target vessel, which was confirmed by angiography. The patient also had an inferior q-wave mi. Angiography found focal in-stent restenosis of the ID rca stent. The patient thus had, a tvr in the mid rca, in which a throbectomy and angioplasty were performed. The events were considered resolved that day, and the patient was discharged 2 days later. In the opinion of the physician, there is an unk relationship between the mi/st and the taxus stent, but a probable relationship between the mi and the target vessel. There was also a probable relationship between the tvr and the taxus stent.